Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Dr. Performed an I&d with a tibial insert exchange of a mako left medial uni knee due to infection. Original surgery was (B)(6) 2019. Update 20/august/2019 (B)(4): rep provided primary and revision usage sheets and reported that no further information is available.